Event description:
This lead had a possible fracture. The physician attempted to replace this lead but was unsuccessful due to stenosis. The pt was referred to a cv surgeon the next day to have this lead extracted and a new rv lead implanted. This lead was retained by the hospital. Should additional info become available this file will be updated.